Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent (des), as the stent protector was removed, it was noted that the proximal end of the stent was damaged. The device was not used and the procedure was completed with another 2.50 x 12 synergy ii des. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts at the proximal edge distorted and lifted distally from the stent profile. The outer diameter (od) of the crimped stent was measured and is within specification. The damage noted may have occurred due to mishandling during preparation. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent (des), as the stent protector was removed, it was noted that the proximal end of the stent was damaged. The device was not used and the procedure was completed with another 2.50 x 12 synergy ii des. No patient complications were reported.